Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer received a motor error alarm during rewind. Several motor error alarms were also found in the alarm history. The customer's blood glucose was unknown. No additional information provided.